Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to a crack on up/down knob, water tightness was lost. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability did not meet the standard value. The up/down knob had a scratch. The forceps elevator knob and lever had a scratch. The scope connector cover unit had a scratch. The forceps channel port was shaved. The right/left knob had a scratch. Switch 4 had wear and switch 1 had a scratch. Suction cylinder was shaved. The switch box had a scratch. The scope cover had a scratch. The suction connector had a scratch. Protector of universal cord on control section side had a scratch. The universal cord had a wrinkle and a scratch. The grip had a scratch. The control unit had a scratch. The electrical connector had discoloration due to water leakage. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.